Event description:
The patient reported that the device had not worked properly since implant. The patient was unable to adjust the stimulation and got a "call your doctor" icon on the patient programmer. Following a positional change, the patient felt a shocking or jolting sensation at the lead location; she had difficulty turning the implantable neurostimulator (ins) off, but eventually was able to turn it off. The device has also "worked itself out of the pouch and was pressed against her skin." The patient had pain at the ins pocket; her hip area was sore. The patient was at home and her status was "fair". The patient saw another healthcare professional (hcp) for a second opinion and was told that the ins may not be "completely in the pocket". The hcp recommended another surgery to replace the inr or re-position the ins. The patient planned to follow-up with her hcp. It was further reported that the patient was seen by her hcp for programming; no additional details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.